Event description:
The customer reported that during receiving inspection of the ultrasonic gastrovideoscope the water channel seemed to be blocked. There was no reported patient involvement. During inspection of the customer returned device, the probe was found to have sharp dents. This report is being submitted for the malfunction found at estimation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Upon inspection of the returned device the olympus service center noted the sharp dents on probe. Additionally, they confirmed the no water flow through auxiliary water channel (the water channel seems to be blocked). The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the sharp dents likely occurred, due to stress and/or handling issues. The specific root cause could not be determined at this time. The following information is stated, in the instructions for use: "3.2 inspection of the endoscope 9, inspect the ultrasonic transducer surface at the distal end of the endoscope¿s insertion tube for scratching, cracks, bulges, dents or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.